Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and subsequent patient outcome could not be conclusively determined through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, rev. C, is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including bleeding, respiratory failure, right heart failure, and death, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿, (under "right heart failure") discusses the potential development of right heart failure following implant and outlines the associated treatment options, including inotropes and right ventricular assist device (rvad) placement. Section 6, under ¿anticoagulation¿, provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d3, g1: updated information. Section d1, brand name: corrected. Section d4, catalog number: corrected. Section d4, primary UDI number: corrected. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that a non-device related surgical complication occurred during implant. The abdominal fluid volume increased throughout the procedure while mean arterial pressures dropped and oxygen saturation dropped. A non-abbott right ventricular assist device (rvad) was centrally canulated to support the right ventricle. The ventricular assist device (vad) surgeon requested the general surgeon to investigate the abdominal area for possible fluid volume increase source. It was noted that no anomalies related to intestinal/bowel obstructions were found, nor was any source for internal bleeding found. After the general surgeon could not find a source of bleeding internally, the abdomen was closed by the general surgeon. The vad was not of concern per the vad surgeon. On (B)(6) 2023, the patient passed away due to profound coagulopathy, pulmonary edema, and respiratory failure. It was reported the outcome was not device or therapy related.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.